Manufacturer narrative:
The initial date of implantation and specific device details were not made available, as of the date of this report. The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. This report is submitted on november 14, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced ongoing pain at the implant site, resulting in the decision to explant the device. On (B)(6) 2017, the fixure was explanted and the patient was not reimplanted, as of the date of this report.